Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Multiple pause episodes were seen that appeared to be due to ventricular undersensing. In some of the episodes there was complete ventricular flatline. The sensing issue resolved, patient had no symptoms and will continue to be monitored.